Manufacturer narrative:
Concomitant medical products and therapy dates (B)(6) 2010: pxc181000/8053043, tgt3420/8407159, tgt3420/8467329. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. (B)(4).

Event description:
On (B)(6) 2010, this patient underwent an endovascular procedure using two gore tag thoracic endoprostheses (tgt3420/8407159, proximal, tgt3420/8467329, distal) to repair an aortic arch aneurysm. It was planned that the devices would cover the three branches of the aortic arch, so prior to the device implant, bypass procedure to the left common carotid and left subclavian artery was performed. During the procedure, gore excluder aaa endoprosthesis contralateral leg components (pxc181000/8053038, pxc181000/8053043) were implanted at the brachiocephalic artery as a chimney technique. The total amount of blood loss during the whole procedure was 600 ml; however it was unknown which specific procedure caused the loss. The tag devices were implanted at the intended position with no reported issues. After the procedure on the same day, the patient developed a cerebral infarction. The cause of the infarction was reportedly device-related. It was reported that the physician started the patient on rehabilitation. On (B)(6) 2011, post-operative follow-up examination showed that the cerebral infarction remained. The physician continued the rehabilitation. On (B)(6) 2011, the patient developed another cerebral infarction, distinct from the one identified after the initial tag procedure. The cause of the infarction was reportedly not device or procedure related. The physician continued the rehabilitation. On (B)(6) 2011, the patient expired due to the cerebral infarction developed on (B)(6) 2011. The patient's death was reportedly not device or procedure related. No further information is available.